Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not provided information about symptoms and treatments of high blood glucose. The customer reported that the retainer ring fell off but reservoir was able to lock in place. The customer also stated that there was leak. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.